Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a confirmed lv lead fracture. It was noted that the fracture was visible through the silicone separation of all conductor wires in the lead, at the point of the suture sleeve. The lead was explanted and replaced.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high out of range impedance measurements and high thresholds. Reprogramming was done, but the impedance measurements remained high. The lead remains in use. No patient complications have been reported as a result of this event.